Event description:
It was reported that while the nurse was inserting the IV, the plastic piece if the jelco safety protectiv plus catheter became stuck in the patient's vein. The fragment was stuck about two inches into the patient's skin, and had to be surgically removed. No further complications were reported.